Manufacturer narrative:
Due to character limit in e1 event site name (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that for the cardiosave intra-aortic balloon pump (iabp) had gas failure during pre-check, no harm occurred

Manufacturer narrative:
Updated fields: b4, g1- contact person ¿ mfg site, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified that there was no physical damage to the high pressure regulator. The correct helium washer was used. Did not hear any gas leak during testing. The touchscreen was operating in normal condition. Performed helium leak check according to service manual inspection. Calibrated high and low helium transducers. While in service mode the fse observed the error log did record an error 63 on december 04, 2024. This refers to a touchscreen cmd failure. Unit logged the error once. Could not duplicate stated problem that customer was experiencing. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that during pre-check, the cardiosave intra-aortic balloon pump (iabp) was alarming gas failure with helium tank less than one quarter to half full per gauge, window tank was checked, could not access iabp fill button on the screen. Touch screen frozen and not responding to tackle commands. There was no patient involvement.